Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection and sepsis could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on (B)(6) . The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists infection and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The hm3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number # 2916596-2021-01910. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2021 for fever up to 103.8 f. The patient also had syncope at home and a rash possibly due to bactrim from driveline infection. Driveline cultures were positive for methicillin-resistant staphylococcus aureus (mrsa). The patient had sepsis and was treated with parenteral antibiotics (cefepime and vancomycin). The patient was discharged on intravenous antibiotics. The patient's clinical signs included: white blood cell count 13.1, temperature 98.1 f, heart rate 114 beats/min, and respiratory rate 22 breaths/min.